Manufacturer narrative:
Follow-up #1 (06/16/2013)-device evaluation: the meter and involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(6), alleging inaccurate results. The reporter provided results of "~7.5 mmol/l" on the subject meter and "~5.5 mmol/l" on the other meter performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If lifescan receives the product lifescan will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ device evaluation - (07/12/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on 5/17/2013 and 7/8/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. This is corrected information for follow-up #1: the patient¿s test strips have been returned and evaluated by lifescan product analysis on 5/21/2013 and 6/4/2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.